Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed found no signs of any abuse/misuse/damage. Functional testing was conducted as follows: turn the exhalation port valve clockwise until fully open and keep the cap on the patient connector. Connect the gas supply tube to an oxygen flow meter and adjust to 5 lpm. Observe the reading on the manometer; it should be less than 5 cm h2o. Turn the exhalation port valve counter clockwise until fully closed. Observe the reading on the manometer; it should be 25 cm h2o, +/- 5 cm h2o. Adjust the gas flow to 10 lpm. Observe the reading on the manometer; it should read 45 cm h2o +/- 5 cm h2o. (Continued) other remarks: 8. Gently squeeze the bag. Observe that the manometer reading increases and decreases during the ventilation cycle. Turn the exhalation port valve clockwise until fully open and keep the cap on the patient connector. Observe the reading on the manometer; it should be less than 5 cm h2o. The device passed all 10 steps of the pre-use functional test. There were no noted discrepancies in the functionality of this product, and no anomalies regarding a valve popping off. Customer complaint is not confirmed. No corrective/preventative actions will be assigned. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the "port pops off too easily". Alleged issue reported found during use. Another device was obtained for use. No patient harm reported. Patient condition reported as fine.